Event description:
A (B)(6) male pt contacted zoll lifecore customer support service to report damage to his electrode belt. When he woke up, the therapy electrode pad was disconnected from the belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged te pad) has been confirmed. As received, the electrode belt was found to have a damaged cable. The rear therapy electrode pads were pulled from the distribution node, separating the cable from its strain relief. The root cause of the separated cable cannot be positively identified but likely resulted from the application of excessive force to that section of cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.